Event description:
Broken during an anterior cervical fusion, the tip of the instrument broke off and fell inside of the patient.  The broken tip cannot currently be located.  The procedure is currently in process.  Additional information will be obtained once the procedure has been completed.  Additional information was provided by the customer on 08mar2012.  The broken tip still has not been located.  The procedure was completed successfully and the patient is doing well.  The procedure was only extended approximately 15-20 minutes as a result of the incident.

Manufacturer narrative:
(B)(4). The device has not yet been returned by the customer. The customer has indicated that it is available and will be sent soon.